Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction alarm appeared again, which caller acknowledged and understood.